Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone calls that they were hospitalized due to low blood glucose and customer was unresponsive. Customer's blood glucose was 20 mg/dl at the time of hospitalization. The customer was treated with glucose/carb. Customer stated that insulin pump was broken at the bottom. Customer was using automode feature at time of incidence was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged her insulin pump pushed out a lot of insulin and hospitalized for low blood glucoses. Also cracked on the bottom of the insulin pump. The test p-cap locks properly in place in the reservoir compartment noted. Device receive with torn serial number label, cracked retainer, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Thus and care link software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of (B)(6) 2021 found the daily total of bolus insulin delivered are 3.0u. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for low blood glucoses. Device pushed a lot of insulin not confirmed noted. Crack case on the bottom of the insulin pump not confirmed. Device primed properly during testing. The force sensor is within specification and the motor functioning properly.